Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h3, h6, h10, h11. Customer provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026 sampling from: unknown cfu: 10¿100 bacterial identification: escherichia coli sampling date: (B)(6) 2026 sampling from: unknown cfu: >100 bacterial identification: enterobacter cloacae complex, pseudomonas aeruginosa olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026 sampling from: suction biopsy channel, air-water channel, flushings, and brushings. Cfu: no growth. Bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.